Event description:
The facility representative reported an infusion pump that under delivered during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump passed all accuracy testing. The specification of this device is +/-5%. This device was evaluated the customer's facility in late 2006. No action was necessary to correct this issue. The device was found to be functioning perperly and within specifications.